Event description:
The patient reportedly experienced a cerebrospinal fluid leak and underwent a surgery to drain the ear. The patient was hospitalized from (B)(6) 2013 to (B)(6) 2013. Advanced bionics is in the process of gathering additional information. When additional information is received, a supplemental report will be submitted.